Event description:
Lap sleeve gasterectomy/ lap hiatal hernia repair / lap liver biopsy- "the black valve of applied medical 15mm trocar began leaking during the surgery. No harm to the patient."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.